Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, prolapsed leaflet, enlarged heart, dilated left ventricle (lv), dilated leaflet annulus, and a gap. A steerable guide catheter (sgc) and a mitraclip xtr were inserted without issues, and grasping was performed. However, while applying plus on the knob, the sgc would return back to a natural state. Additional attempts to applying the plus knob were performed, and only when the plus was over 12 o'clock, was the sgc stable. However, when plus knob was over 12-o'clock, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). No additional clips were implanted, and the mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, prolapsed leaflet, enlarged heart, dilated left ventricle (lv), dilated leaflet annulus, and a gap. A steerable guide catheter (sgc) and a mitraclip xtr were inserted without issues, and grasping was performed. However, while applying plus on the knob, the sgc would return back to a natural state. Additional attempts to applying the plus knob were performed, and only when the plus was over 12 o'clock, was the sgc stable. However, when plus knob was over 12 o'clock, difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). No additional clips were implanted, and the mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported migration (partial clip movement) could not be replicated in a testing environment as it was related to patient conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration associated with partial clip movement appears to be related patient conditions (patient's large flail area and strong leaflet activity). There is no indication of a product issue with respect to manufacture, design or labeling.